Manufacturer narrative:
Complaint conclusion: following use of a 6f exoseal device for vascular closure, it was reported that a right groin hematoma measuring 5-6cm had formed three days post procedure. The patient received three units of blood. The patient is currently stable and no further complications occurred. The exoseal vcd had been used after a diagnostic procedure-right groin. The patient complained of right groin pain three days after the use of the exoseal vcd. The patient's hemoglobin had decreased from 12-7. A CT scan revealed no retroperitoneal bleed but that a hematoma had formed in the right groin area measuring 5-6 cm. It was stated, the "patient was not under the care of the cardiology unit but was under the internal med unit so care for groin site may not have been taken care of as it should have been." The patient was on lovenox prior to procedure but was held the day of prior to procedure. Dose of lovenox was given after procedure at 9pm. The patient is approximately 74 inches tall and weighs (B)(6). Angiogram was previously taken of groin- angle correct, vessel size greater than 5mm. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The puncture site was not previously accessed within the last 30 days. No previous hematoma at site. Retrograde approach was used for the procedure. The vcd showed no visible signs of damage and was prepped according to IFU instructions. A non-cordis sheath was used. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. There was no difficulty deploying the plug and hemostasis had been successfully achieved with the exoseal vcd. The physician had achieved certification on the use of the exoseal vcd and had used the exoseal vcd seven times prior to this case. The device will not be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15900953 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Complications such as hematomas can be more prevalent in obese patients achieving and maintaining hemostasis in obese patients, after withdrawal of the sheath, can also prove challenging due to excess adipose tissue and changes in expected anatomy. These factors in combination with antiplatelet therapy (lovenox) after a procedure can lead to hematomas. Review of the available information suggests that patient and/or pharmacological factors may have contributed to the reported event. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
Following use of a 6f exoseal device for vascular closure, it was reported that a right groin hematoma measuring 5-6cm had formed three days post procedure. The patient received three units of blood and his valve surgery was delayed. The patient is currently stable and no further complications occurred. The device will not be returned for analysis. The exoseal vcd had been used after a diagnostic procedure-right groin. The patient complained of right groin pain three days after the use of the exoseal vcd. The patient's hemoglobin had decreased from 12-7. A CT scan revealed no retroperitoneal bleed but that a hematoma had formed in the right groin area measuring 5-6 cm. It was stated, the "patient was not under the care of the cardiology unit but was under the internal med unit, so care for groin site may not have been taken care of as it should have been." The patient was on lovenox prior to procedure but was held the day of prior to procedure. Dose of lovenox was given after procedure at 9pm. The patient is approximately 74 inches tall and weighs (B)(6). Angiogram was previously taken of groin- angle correct, vessel size greater than 5mm. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The puncture site was not previously accessed within the last 30 days. No previous hematoma at site. Retrograde approach was used for the procedure. The vcd showed no visible signs of damage and was prepped according to IFU instructions. A non-cordis sheath was used. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. There was no difficulty deploying the plug and hemostasis had been successfully achieved with the exoseal vcd. The physician had achieved certification on the use of the exoseal vcd and had used the exoseal vcd seven times prior to this case.

Manufacturer narrative:
This device is not available for testing and evaluation. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. Concomitant medications: lovenox was given before and after the procedure. Concomitant devices: sheath introducer: merit prelude- hydrophilic.